Manufacturer narrative:
This is an addendum to the initial emdr to document a correction. That field was initially inadvertently left blank. The field should have read (B)(6) 2017 as that was our initial date of awareness for this event. Should additional information be provided a supplemental emdr will be submitted.

Event description:
It was reported that on (B)(6) 2009 the patient underwent the repair of a supraumbilical hernia and was implanted with a small bard ventralex hernia patch. As reported several weeks postoperatively, the patient began having abdominal pain, nausea and vomiting a follow up visit with the surgeon did not find anything at that time. It is reported that the abdominal pain and nausea continued for several years. On (B)(6) 2015, it is reported that the patient presented to the hospital ER with complaints of abdominal pain, nausea, vomiting and diarrhea, and underwent a CT scan. As reported the CT scan indicated a recurrent hernia, an infected ventralex patch, loop in the small bowel, and necrosis. At this time the patient underwent explant of the ventralex patch with primary repair of the recurrent hernia. The patient was discharged home with nursing services and is currently doing better although it is reported that she continues to experience abdominal pain/tenderness and some nausea.

Manufacturer narrative:
At this time, the patient states that she is unable to provide product identifiers, without a lot number a review of the manufacturing records is not possible. Regarding infection the IFU states, if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection, however, may require removal of the prosthesis. Additionally, the adverse reaction section of the IFU lists infection and recurrence as possible complications. The degree to which the bard device in question may have caused or contributed to the patient's reported postoperative course is unknown at this time. Should additional information be provided, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It was reported that on (B)(6) 2009 the patient underwent the repair of a supraumbilical hernia and was implanted with a small bard ventralex hernia patch. As reported several weeks postoperatively, the patient began having abdominal pain, nausea and vomiting a follow up visit with the surgeon did not find anything at that time. It is reported that the abdominal pain and nausea continued for several years. On (B)(6) 2015, it is reported that the patient presented to the hospital ER with complaints of abdominal pain, nausea, vomiting and diarrhea, and underwent a CT scan. As reported the CT scan indicated a recurrent hernia, an infected ventralex patch, loop in the small bowel, and necrosis. At this time the patient underwent explant of the ventralex patch with primary repair of the recurrent hernia. The patient was discharged home with nursing services and is currently doing better although it is reported that she continues to experience abdominal pain / tenderness and some nausea.

Manufacturer narrative:
This is an addendum to the initial MDR to document the 510k number which was inadvertently not reported on the initial MDR.

Manufacturer narrative:
At this time, the patient states that she is unable to provide product identifiers, without a lot number a review of the manufacturing records is not possible. Regarding infection the IFU states, if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection, however, may require removal of the prosthesis. Additionally, the adverse reaction section of the IFU lists infection and recurrence as possible complications. The degree to which the bard device in question may have caused or contributed to the patient's reported postoperative course is unknown at this time. Should additional information be provided, a supplemental MDR will be submitted. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the patient ID, event date. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-dec-2008) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2009 the patient underwent the repair of a supraumbilical hernia and was implanted with a small bard ventralex hernia patch. As reported several weeks postoperatively, the patient began having abdominal pain, nausea and vomiting a follow up visit with the surgeon did not find anything at that time. It is reported that the abdominal pain and nausea continued for several years. On (B)(6) 2015, it is reported that the patient presented to the hospital ER with complaints of abdominal pain, nausea, vomiting and diarrhea, and underwent a CT scan. As reported the CT scan indicated a recurrent hernia, an infected ventralex patch, loop in the small bowel, and necrosis. At this time the patient underwent explant of the ventralex patch with primary repair of the recurrent hernia. The patient was discharged home with nursing services and is currently doing better although it is reported that she continues to experience abdominal pain / tenderness and some nausea. Addendum per additional information provided: (B)(6) 2009 ¿ patient was diagnosed with incarcerated supraumbilical hernia thereby underwent open repair with the implant of ventralex mesh. Per operative notes, ¿a medium ventralex mesh was placed into the defect and sutured.¿ (B)(6) 2015 ¿ patient had infected mesh, fistula, bowel perforation, bowel obstruction, adhesions, hernia recurrence, pain, inflammation, small bowel erosion thereby underwent repair with removal of mesh. (Note: there is op notes provided for this procedure in medical records).